Event description:
The customer stated that the spo2 failed to measure and that there were no inops. No pt harm was reported.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.